Manufacturer narrative:
This report is for one (1) unknown screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown screw. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On an unknown date the patient had a tibial nail implanted. Post operative the patient had a broken proximal locking screw and nonunion which required a revision. The patient was revised to another tibial nail on an unknown date. Patient outcome is unknown. Concomitant device: tibial nail (part unknown, lot unknown, quantity 1). This report is for one (1) unknown screw. This is report 1 of 1 for (B)(4).